Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp(omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause could not be determined.

Event description:
On (B)(6) 2018, olympus medical systems corp. (Omsc) received a literature titled ¿complete endoscopic sphincterotomy with vs. Without large-balloon dilation for the removal of large bile duct stones: randomized multicenter study¿(karsenti david et al. Endoscopy 2017; 49: 968¿976). The literature compared ¿sphincterotomy with large-balloon dilation for the removal of large bile duct stones¿ (eslbd group) and ¿sphincterotomy without large balloon dilation¿(conventional group). The literature reported the multi-center study result of procedures for 150 patients having bile duct stones more than 13mm in size between 2010 and 2015. In the procedures, following duodenoscopes were reportedly used. - olympus duodenovideoscopes tjf-160vr or tjf-q180v in 17 endoscopy units. - non-olympus duodenovideoscopes in 4 endoscopy units. In the literature, following 12 cases of complications in 11 patients were reported; - bleeding (5 cases); for two patients in the conventional group, no blood transfusion was required and bleeding could be managed conservatively (in one case with placement of a biliary covered stent). Post-ercp bleeding was reported in three patients in the eslbd group: one patient did not require a blood transfusion, one patient received 2 units of blood, and the third patient required 8 units of blood, placement of a biliary stent, and a 22-day hospital stay. - acute pancreatitis (1 case); the condition finally resolved following medical care and a 19-day hospital stay. - perforation (1 case); one case of perforation was recorded in the same es-lbd patient who had presented severe bleeding and was treated with biliary stenting. This pneumoretroperitoneum was diagnosed on day 1 by CT and resolved on day 7. - post operation cholangitis (2 cases); - death(3 cases); none of the deaths were related to the ercp procedure. One patient in the conventional group died from cerebral vascular disease 5 days post-ercp, and another patient died as a result of myocardial infarction and cerebral vascular disease 21 days post-ercp. The es-lbd patient died from cardiac failure 24 hours post-ercp. Since there was no information on the model of the duodenovideoscope that was used in each cases, omsc is submitting eight mdrs according to the number of patients having complications (except for 3 death cases since the literature stated there was no relationship between the consequence and the ercp). This is three of eight reports.

Manufacturer narrative:
This supplemental report is submitting to correct.¿device product code¿.